Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were helix mechanism issue, failure to capture and unable to implant. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported events of helix mechanism issue and failure to capture were confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region. The cause of the reported events of helix mechanism issue and failure to capture was isolated to blood/tissue in the helix region and over torqued of the inner coil that caused shorting between conductors.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture, reduced current of injury and a helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
Correction: section b5 and h6: added "use of device problem" coding as poor current of injury was noted during the procedure and it was missing in the initial MDR (2017865-2026-04677).